Event description:
Device was implanted on 10/7/83. The cylinders and pump were revised on 12/9/88. The pump was removed from the pt on 11/18/96, due to fluid loss-break in tubing to reservoir at pump end, and replaced.